Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "when loading the medication (in the spill it has been paclitaxel and atezolizumab) it is transferred through the black plunger and drips down the syringe plunger."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1906229, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1906229 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "when loading the medication (in the spill it has been paclitaxel and atezolizumab) it is transferred through the black plunger and drips down the syringe plunger."